Event description:
Pt called lfs in 8/2003 alleging the test strips had a strip dimension issue. The pt reported no high or low blood glucose symptoms while attempting to test. The issue was not resolved with troubleshooting. No further info has been reported. A pt reported blood glucose results of 189 and 112 mg/dl with a lifescan meter, performed within z minutes of each other. Based on statistical methodology, the calculated difference of theses glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.